Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm. The blood glucose level was not known. The patient did try a manual plunge after the alarm. The customer was not able to troubleshoot. No further information was provided.